Event description:
Patient with inamed 363lf right breast implant, placed in 2006 presented with rupture of implant requiring removal and replacement of implant in 2007. Implant with tears on the posterior wall of the implant centrally.